Event description:
The facility representative reported a colleague infusion pump in which the manual tube release will not go back in place. It is unknown when this event occurred, but it was reported to have occurred in the small equipment department. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the manual tube release will not go back in place was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a faulty pump head module. The pump head module was replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.